Manufacturer narrative:
Device not available for return. Console serial number not available to be identified.

Event description:
Patient had miradry on (B)(6) 2023 and patient explain she was experiencing pain on her right axilla upon local injection and rns assisting explained that it was normal and continued to inject and she then felt a cold sensation go down her arm which the nurses also advised that it is normal. Then the patient was obviously numb as she did not have any complaints of pain and the treatment was completed. The nurses then advised to come back for a review in 3 months and if she has any concerns to contact us. From the time she had the procedure done and the 3 month mark, the patient has called the account concerned that she still feels numbness in her right hand, lost grip in her hand still, as well as loss of sensation in 2 fingers. The person who spoke to her on the phone had advised that it should subside and to advise to wait until the review in 3 months to allow time to recover. At 3 months (B)(6) the patient went to the account for the review with the nurse who performed the treatment and the patient explained to her that she is not sweating as much anymore and the treatment worked but she feels that she has body odour now and that she is still feeling numbness, pain, loss of grip and sensation in 2 fingers on her right side.